Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the out of range impedances were high. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator for spinal pain. It was reported that on (B)(6) 2018, during an ins replacement surgery, impedances were tested and found to be inconsistent. The doctor decided to implant the new ins anyways. It was also noticed that the technician had to wash down the lead with bacitracin to get it into the new ins. No symptoms were reported. No further complications were reported or anticipated. Additional information was received from the rep who reported that the impedances were both out of range and within normal limits after being tested several times. It was reported that at time of the implant, they were not resolved. Patient will be seen next week for a follow-up. It was reported the ipg was programmed. It was reported the hcp had difficulty getting the new lead in.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that there was fluid in the pocket during the replacement. The hcp wasn't sure if there was fluid in the header block. The impedances were high during the replacement and as a result, the hcp replaced the extensions and the impedances were normal.